Event description:
During a pediatric surgical procedure, the elbow adapter popped off of the bifurcated inhalation/exhalation hose connector. The ventilator alarmed immediately and the anesthesiologist reattached the elbow. However, it failed to remain attached without use of benzocane as an adhesive. The anesthesiologist expressed concern that repeated occurrences could be disasterous. Examination of two other lots found variable snugness of fit with one unit so loose it would not hold at all.